Event description:
The customer reported generation of erratic anion gap calculations, which include erroneous patient results for sodium (na), chloride (cl), potassium (k) and mainly carbon dioxide (co2) levels on their dxc 700 au clinical chemistry analyzer, (pn b86444 sn (B)(6)). The customer noted that rerunning the affected samples on a different analyzer generated acceptable results. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient data and/or patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. The field service engineer (fse) checked the instrument and found bubbles present during buffer and reference priming. The fse found worn components including a sample syringe with over one (1) million cycles and a sample probe in use for over three (3) years. The probable cause was identified as multiple hardware. Specifically, degraded sample syringe, aging ise tubing and electrodes (na, k, cl), valve assembly, air introduction (bubbles) in the fluidic system, and potential maintenance overdue conditions contributed to the issue. Due to multiple interventions performed (replacement of several components), a specific single part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced multiple worn components (buffer valves, ise tubing, sample syringe, sample probe, k, na, cl electrodes) and performed extensive cleaning and calibration to resolve the issue reported. The customer was satisfied with the service provided. No further action required. Section a2, a4 & a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).